Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-600pd-3 pin driver attachment did not properly secure the thinner wires. This was discovered during a procedure with no patient harm. The physician chose to switch to the drill and the procedure proceeded. Additional information was provided 15-apr-2026: it was further reported that this occurred during a foot/ankle arthrodesis procedure with no procedural delay experienced and no additional anesthesia administered.